Event description:
It was reported to tyco healthcare/kendall on 8/21/06 that a customer had a problem with an angel wing. The customer stated that an employee received a needlestick in 2005. The employee was involved in pep due to patient having positive hiv test.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.